Event description:
Clinical study. It was reported that following a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis and was 5mm long with a 6.0mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 5%. The patient was discharged the next day. The patient was seen for a 12-month follow-up visit. Nih stroke scale is unknown. Four hundred fifty days after the index procedure, the patient had a required 12-month ultrasound that noted a 58% target lesion stenosis (ostium of the right internal carotid artery). Per the core lab ultrasound report of the study, the stent was patent. There has been no additional treatment performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.